Event description:
Ms3 pump sn# (B)(4) - pump turns on and will stay on if battery cap is halfway tight, but when battery cap is tightened down, it turns off. Reported by cnss: (B)(6). Dose or amount: 9 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device.